Event description:
Report provided by the end user states that they have developed a red bumpy rash under tape collar at 6 o'clock position. States area is itchy. States cleanses skin with water dries then applying an ostomy powder then dust and applies wafer. Skin care was reviewed with the end user. The end users subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report state that there are no significant trends.